Manufacturer narrative:
Additional information was added h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-baxter closed system transfer device (cstd) would not connect properly with an unspecified baxter access set. This issue was further described as, ¿cstd not locking in place on baxter IV tubing.¿ this issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.